Event description:
Crd_1003 - vantage. Eu2753 - (B)(4)). It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted in a patient with symmetrical annular calcium distribution. The final implant depth was 6.85mm and there sufficient calcium to allow sealing. Post-implant balloon valvuloplasty done due to mild perivalvular leak. On (B)(6) 2023, a complete atrioventricular block with escape at 30 beats per minute, aleudrin perfusion was started, and a permanent pacemaker implanted. The patient is stable.

Manufacturer narrative:
An event of paravalvular leak, device malposition, and heart block was reported. Information from the field indicated that the patient had symmetrical annular calcium distribution, the implant depth was 6.85mm from the non-coronary cusp, there were no deployment or retraction difficulties, and there was no anatomical or tissue/calcium interference that affected expansion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on all available information, causes for the reported device malposition, perivalvular leak, and heart block could not be conclusively determined. It is possible that implant depth and/or procedural conditions contributed to these issues. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.